Manufacturer narrative:
Additional information was received on (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture and paresthesia. During visual inspection of the device it was observed with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019 additional information was received. Patient will undergo bilateral removal and replacement with either a 425 mentor memorygel breast implant or a 450cc memorygel breast implant on (B)(6) 2019 (replacement device size has not been confirmed). Correction: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Dates were included in initial report submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker's grade IV. Concomitant products: 375 cc mentor smooth round moderate plus profile memorygel breast implant, catalog: 3503751bc, lot:7703100, sn: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient who underwent primary breast augmentation surgery with a 375 cc mentor smooth round moderate plus profile memorygel breast implant experienced right sided capsular contracture baker¿s grade IV post procedure. Patient also experienced tingling and breast shape not being the same. The mentioned complications were confirmed by a physician. As a result, patient has a planned explantation on (B)(6) 2019.